Event description:
During the implant procedure, while using the medtronic catheter passer, bleeding occurred during tunneling. Physician used cautery to stop the bleeding and valsalva was used to confirm. This resolved the issue.